Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the dreamstation 2 auto CPAP advanced devices. The manufacturer received voluntary medwatch (mw5153029). The patient has alleged to device smelling like smoke, had difficulty breathing and heart issue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.